Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer stated that she put in a new battery and the pump died. Customer stated that she received a battery out limit alarm. Customer's blood glucose level was 449 mg/dl. Customer stated that the pump alarmed after the battery change. Customer also stated that the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer treated with an injection. Customer stated that after the battery died, the screen went blank. Troubleshooting was performed and the display returned after inserting a new battery. Customer was advised to monitor the pump. Replacement battery cap wil be shipped. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.